Event description:
Canadian ref #-1355. Complainant reports that a leak occurred from the pd set, due to fluid being found on the floor. Patient does not know the location of the leak the used samples and two companion samples are being sent from fmc canada for evaluation. Patient was given prophylactic antibiotics, keflex 500mg tid x five days.